Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had posterior capsule opacification like film/residue on the actual lens. Surgeon was at 2/3rd of the case and lens was loaded correctly. Customer claims it appears like cartridge coating is getting on the optic. They were using balance salt solution for hydration. It was indicated that another case was hydrated with viscoelastic instead of bss and it did not have the residue. However, additional information suggest that the pco-like film was present but not visible at all when hydrated with viscoelastic. The lens remains implanted. There was no patient impact post-op or negative effects. Patient information cannot be released. No further information is available.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes, photographs. Device evaluation: no suspect product was received as the lens remains implanted; however, photographs provided by the customer were evaluated. The pictures shows two eyes being implanted with intraocular lens (iol) claimed to be tecnis eyhance iols preloaded in the simplicity delivery system (model dib00). In both images, a grayish/whitish particle/material can be observed, appearing to be located in the space between the posterior surface of the iol optical portion and anterior surface of the capsular bag. The nature, root cause, and potential clinical impact of the reported issue cannot be determined from a picture assessment. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.